Event description:
Per medwatch mw5106783: spontaneous call from patient reported that they noticed their tubing was disconnected from the cassette tubing. They are not sure how that happened, but they are not home to change to new tubing. They did wipe current items with alcohol pads and reattached it, however they have to hold on to it as treading does not work. Did the product issue cause or contribute to patient or clinical injury? No. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion?